Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped delivering insulin. Despite changing the pump supplies multiple times, insulin was not observed exiting the infusion set and patient line during bolus delivery or during the load fill tubing process. Customer's blood glucose (bg) was over 621 mg/dl and customer ¿felt sick¿. Customer required assistance from contact to address bg level with manual injections. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.